Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01811; 3005168196-2018-01812.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coils 400 and a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a smart coil through a px slim, the physician experienced resistance just before the smart coil came out the tip of the px slim; therefore, it was removed. It was reported that the same issue occurred with another pc400; therefore, the px slim and pc400 were removed. The procedure was completed using a new px slim, other coils and four new pc400s. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-01811, 3005168196-2018-01812.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coils 400 and a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a smart coil through a px slim, the physician experienced resistance just before the smart coil came out the tip of the px slim; therefore, it was removed. It was reported that the same issue occurred with another pc400; therefore, the px slim and pc400 were removed. The procedure was completed using a non-penumbra microcatheter and four new pc400s. There was no report of an adverse effect to the patient.